Manufacturer narrative:
Date sent: 04/29/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that following an esophagectomy procedure, the pt was brought back to theatre because the anastomosis had failed. The surgeon performed a hand sewn anastomosis and removed misfired staples from the pt. The staples were not formed into a b shaped staple. Pt is currently in itu.